Event description:
Patient (pt) reports having a blood clot, doctor (md) believes it is from chemotherapy port. Pt has started taking eliquis. Pt reports being hospitalized. No dates/length of stay/reason given. No additional information available. Indication: malignant neoplasm of unspecified site of unspecified female breast. Novartis. Reported to (B)(6) by: patient/caregiver.